Event description:
It was reported that the ilet was accidentally slammed in a car door, resulting in a fractured touchscreen that displayed lines and became nonfunctional, preventing unlocking or use. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed a stress-related fracture of the touchscreen, consistent with external mechanical damage. It was concluded, based on previously established findings for similar reports, that the cause was traced to user handling.

Manufacturer narrative:
Investigation description. Display damage due to impact.